Event description:
Asr revision, asr resurfacing - left, reason(s) for revision: pain and alval / soft tissue reaction.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Manufacturer narrative:
Depuy still considers the investigation closed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
New etq record created in order to update etq (legacy system) (B)(4). Reason for original complaint: asr revision, asr resurfacing - left, reason(s) for revision: pain, component loosening - head and alval / soft tissue reaction. (B)(4). Update received: 21st april 2014 - left notes(see additional information), cross referenced, added patient gender: male, added patient name, added patient ID (initials), added patient birth year (see additional information), added patient weight and added patient height. Bi-lateral patient - please see (B)(4) for right side revision. Update received: 25th april 2014 - attached confirmed details document, added patient age, added patient date of birth, amended lot numbers for both products and amended manufacturing dates for cup.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision, asr resurfacing - left, reason(s) for revision: pain, component loosening - head and alval / soft tissue reaction. (B)(4). Update received: (B)(6) 2014 - left notes (see additional information), cross referenced, added patient gender: male, added patient name, added patient ID (initials), added patient birth year (see additional information), added patient weight and added patient height. Bi-lateral patient - (B)(4) for right side revision.